Event description:
It was reported that the battery of this implantable device was suspected to have depleted prematurely. The patient presented for emergency replacement of the implantable cardioverter defibrillator (ICD). The device check in august 2022 showed 12 months of battery longevity remaining and the subsequent check in february 2023 showed a battery status of elective replacement indicator. The ICD was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to have depleted prematurely. The patient presented for emergency replacement of the implantable cardioverter defibrillator (ICD). The device check in (B)(6) 2022 showed 12 months of battery longevity remaining and the subsequent check in (B)(6) 2023 showed a battery status of elective replacement indicator. The ICD was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.